Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
The preliminary investigation results point out that the simplant guide was designed according to specifications based on the clinical data provided by the customer. This event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
The clinician used a simplant safe guide to create the osteotomy in combination with the astra tech surgery kit. During surgery the customer noticed that the implant in region 45 was way too close to the nerve. The customer had to explant. The patient is fine, no further surgeries are needed. The customer immediately inserted a shorter implant.